Event description:
The customer reported a "system error." Further information was provided that the defibrillator failed the therapy test during the operational check. There was no reported patient or user involvement and no adverse patient/user impact.